Event description:
The device was explanted due to a suspected device malfunction. The patient has experienced a decline in speech perception and understanding. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.